Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.¿

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2017 with the following findings: a review of the black box data verified the voltage readings were steady with no sudden drop prior to the reported temperature issue. The battery was not returned with the pump. There was no evidence of moisture in the battery compartment. During testing, the pump powered on and displayed the verify screen. The pump current draws measured within specifications. The pump was exercised for 24 hours with the user¿s pump settings with no alarms, overheating, or power loss occurring. The pump was opened and no damage or moisture was found to the power circuit or other internal components. The complaint of a pump temperature issue was not duplicated during investigation. There was no defect found.